Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 1 of 4 mdrs filed for the same patient (reference 1825034-2014-08107 / -08108 / -08109 /-08110).

Event description:
It was reported patient underwent a total shoulder arthroplasty on (B)(6) 2014. During the procedure, the comprehensive flexible drill shaft and hybrid glenoid drill fractured while drilling the glenoid surface. Surgeon noted the fractures to likely be due to the patient's bone quality. The rubber washer of the adaptor was also damaged. Additionally while inserting the pin, the pin stuck in the patient's bone. The pin was removed from the patient and a five hour delay occurred during the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch: current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
Supplier evaluation of the device confirmed the reported event; the rubber washer (o-ring) was damaged. Failure mode is unknown. The taper adaptor o-ring could have broken when the drill fractured or when the pin was stuck during the procedure as mentioned in the event report. Device history records were reviewed and no related discrepancies were found.